Manufacturer narrative:
Samples were serum type. Customer noticed their qc had drifted low after these samples were run and reported. Customer declined service call until they performed 4 month maintenance that was due, taped a bubble out from the face of the glucose electrode, found a loose reagent tubing fitting and corrected, recalibrated and qc was now in specifications. Customer was up and running to their satisfaction when hotline called back the next day. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that three (3) erroneously low glucose (glucm) patient results were generated by the synchron lx20 clinical system after qc low drift occurred. The results were reported out of the lab. Customer re-tested patient samples on a different instrument and amended the results. Customer did not think patient treatment was affected based on the small difference between erroneous and amended results.